Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user contacted customer care and reported a recent hospitalization due to hypoglycemia, with a reported blood glucose (bg) level of 24mg/dl. The user stated they were admitted to the hospital but did not provide additional details, including the exact date of the event or treatment received. The user confirmed they were reconnecting to the ilet on (B)(6) 2025 following the hospitalization. No long-term effects were reported.